Event description:
Received notice of defective libre 3 plus glucose sensors. Told to discard the defective ones immediately. Expiration date 11/25/2026. Pt code: 4582. Device code: 1420. Reference reports: mw5180907, mw5180908, mw5180909, mw5180911, mw5180912.